Manufacturer narrative:
The device was repaired but not returned to the customer pending customer approval of estimate.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and system board. The blower motor and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor failing was due to failing phase and hall sensor resistors. The system board was found to operate as designed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system pca were replaced to address the issue.